Event description:
It was reported that the image on the 9800 system was fuzzy and it was dimmer on the left monitor. The left monitor appears to be going out. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the monitor on the system. The system was tested and found to be working as intended and placed back into service.